Event description:
It was reported by service report that the brakes were not working due to the pin/rue ring missing where the brake cam attaches to the brake bar on both ends of the stretcher. The patient left siderail latch also had a broken yellow handle. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: latch handle.